Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days of implant, it was determined that the right ventricular (rv) lead had perforated through the ventricle, resulting in the patient developing a pleural effusion. The patient's chest was opened and the puncture hole was repaired. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead - 2013-(B)(6). (B)(4).